Event description:
Spontaneously from infusion rn (B)(6) requesting a new curlin pump serial number (B)(4), expiration date 03/10/2022. Rn reported. Did not alarm, air in line allowing air to pass through and battery door does not stay locked. No side effects or dates reported for the pump malfunction. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? No; did we replace device? Yes; did the patient have a backup device they were able to switch to? No; was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by health professional.